Event description:
There were 3 separate events; 3 separate patients. First case: 2008 uneventful ufe using embozenes. Patient had no risk factors 24h post procedure, patient developed cortical blindness and abnormal MRI, together with abnormal cardiac enzymes. Normal coronary angiogram subsequently. Developed profound thrombocytopenia. Hematology consult thought it was not due to hits, no definite cause found. Patient recovered fully.